Event description:
Customer reported the vaporizer's interlock system was not operating. Investigation/conclusion: the unit was returned to the mfg site for investigation. The unit was tested, and the reported complaint was confirmed. Upon further investigation, it was noted that the actuating pin was missing from the top plate. This is considered to be an assembly error. The process instructions for servicing have been updated to include checking for the proper orientation of this pin during assembly. The assembler has been informed of the reported complaint. The user is to ensure that, when the vaporizer dial is turned on, the dial of no other vaporizer mounted on the same manifold can be turned, as stated in the tec 6 nad vaporizer operation and maintenance manual.